Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no further information available concerning how the event was noticed, patient impact, surgical delay, medical intervention, and adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. There was no further information available concerning how the event was noticed, patient impact, surgical delay, medical intervention, and adverse consequences.